Event description:
The manufacturer received information alleging a patient experienced a ventilator service required alarm sounded on a trilogy evo device. The device was replaced with another one. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch, was observed on the device's error log. The service technician evaluated and found contamination on the inside the airflow delivery route and system printed circuit assembly (pca) that caused the ventilator service required alarm to sound on the device. In conclusion, the device's system pca and "air pathway parts" need replaced to address the issue.additionally, during the service of the device, the following parts need replacing on the device due to the contamination found on the machine flow sensor: particulate filter, air inlet foam filter, blower assembly, blower bellows seal, blower mount, blower cap, blower chassis plate, proportional valve, dual limp cup, tubing (system printed circuit assembly (pca), fio2, low flow o2, and blower chassis), three-way solenoid valve, low flow o2 connector, fio2 housing, outlet side panel, muffler assembly, and machine flow sensor.

Manufacturer narrative:
The reported failure of the system printed circuit assembly s accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h3548105822a3 review confirms that the device met the final acceptance criteria and was released for final distribution.